Manufacturer narrative:
Additional information provided in h.6. And h.10. As the customer did not retain the finished goods lot number, deviation history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration probable cause: 1. Loose blue luer fittings. 2. Damaged o-ring (ultraflow irrigation/aspiration handpiece only). 3. Clogged tip. 4. Kinked or damaged tubing. 5. Cracked blue fitting. Recommended solutions: 1. Reconnect securely 2. Inspect o-ring and replace, as necessary. 3. Flush tip with sterile water or balanced salt solution sterile irrigation solution. Retest. Replace tip. Retest. 4. Check tubing and/or replace fluidics management system. 5. Check fitting and/or replace fluidics management system. The root cause of the customer's complaint could not be determined as a sample was not returned. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the fluid would not flow through the tubing, did not aspirate and occlusion message displayed during cataract surgery. Also stated that aspiration rate 45, max vacuum was 700. The surgery was completed after replacing the product with new one. There was no patient harm.